Event description:
It was reported that there was a leak in at the y of the pca tubing while in use with a patient. No clinical consequences for the patient.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was received for investigation. The device was visually inspected. It was confirmed that the leak in sample was caused because in the union ?asv valve" with the "y-site" was stressed trying to open and that caused the valve to be broken. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.